Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in good condition. The investigator filled the tank with water, plugged in the line cord, attached a temperature fixture, and turned on the power switch. The customer reported product problem (disposable alarm) was confirmed during testing. The product problem occurred because of a damaged micro switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The damaged micro switch was attributed to the customer. User issue was established as the root cause. The micro switch, and other worn components were replaced. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) produced a disposable alarm. The product problem was observed during preventative maintenance.